Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext # (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of air in line alarms. Functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was contamination of the dso sensor, and it was replaced to fix the issue.

Event description:
It was reported that the device had a downstream occlusion error. There was unknown patient involvement.